Event description:
I used fixodent from 2003 approximately until 2009. While I was using fixodent, I began having numbness and tingling in my extremities. In 2008, I was diagnosed with neuropathy. My neuropathy is permanent and will require continued medical care and treatment. I have an appointment today with my dr, to get him to send me to have blood test for zinc and copper. They don't do test in this office, he will have to send me maybe to the hospital. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2003 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.